Event description:
Additional information was received that the patient's ipg reached end of life, and both leads migrated. Surgical intervention was undertaken on (B)(6) 2024 wherein both leads and the ipg were explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4); serial: (B)(6), batch: 9168223.

Event description:
It was reported that patient experienced ineffective therapy due to lead migration. Surgical intervention may be undertaken at a later date to address the issue. Investigation was unable to determine which of the leads migrated.